Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I would like to get it removed so I no longer have to suffer with pain/pelvic pain/chronic pelvic pain') in a 30-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and irregular menstruation. Current weight 186 lbs. Concurrent conditions included body mass index normal. Concomitant products included ketorolac tromethamine (toradol) and topiramate from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines /headaches"). In (B)(6) 2008, the patient experienced dermatitis allergic ("small bumps on my back/ allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"), mood swings ("mood swings") and bacterial vaginosis ("infection (other)-describe: vaginal (bacterial vaginosis)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdomen pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge") and menstruation irregular ("irregular menstruation"). The patient was treated with antibiotics and surgery (laparoscopic total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal infection, mood swings, dermatitis allergic, migraine, dysmenorrhoea, dyspareunia, weight increased, bacterial vaginosis, psychological trauma, urinary tract infection, vaginal discharge and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, dermatitis allergic, dysmenorrhoea, dyspareunia, menstruation irregular, migraine, mood swings, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: yes. Reason(s) for removal: I would like to get it removed so I no longer have to suffer with pain. Current weight 186 lbs previously reported insertion date: (B)(6) 2008 patient received treatment for allergy. Right: 3 coils, left: 3 coils. Product insertion date updated from (B)(6) 2008 to (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain. Lot number: 627432, manufacturing date: 2008-06, and expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I would like to get it removed so I no longer have to suffer with pain/ pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and irregular menstruation. Current weight (B)(6) lbs. Concurrent conditions included body mass index normal. Concomitant products included ketorolac tromethamine (toradol) and topiramate from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines /headaches"). In (B)(6) 2008, the patient experienced dermatitis allergic ("small bumps on my back/ allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"), mood swings ("mood swings") and bacterial vaginosis ("infection (other) - describe: vaginal (bacterial vaginosis)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdomen pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal discharge ("vag. Discharge"). The patient was treated with antibiotics and surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal infection, mood swings, dermatitis allergic, migraine, dysmenorrhoea, dyspareunia, weight increased, bacterial vaginosis, psychological trauma, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, dermatitis allergic, dysmenorrhoea, dyspareunia, migraine, mood swings, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Have you had your essure (or any part of the device) removed: no. If you have not had your essure removed, are you currently planning for essure removal: yes. Reason(s) for removal: I would like to get it removed so I no longer have to suffer with pain. Current weight (B)(6) lbs. Previously reported insertion date: (B)(6) 2008, patient received treatment for allergy. Right: 3 coils, left: 3 coils. Product insertion date updated from (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain. Lot number: 627432, manufacturing date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case becomes an incident. Removal was added. Reporters, concurrent conditions, removal dates and surgery names were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.